Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified illiac artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for pre-dilatation. However, during inflation before reaching 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.